Event description:
Pump battery would not charge, and the screen was dark. Impact on the customer¿s blood glucose level was unknown, as the caller declined to answer. Reportedly, customer reverted to a backup insulin pump for insulin therapy.